Event description:
It was reported that this patient has received a previous inappropriate shock due to oversensing of smaller signal amplitudes. Recently, the patient has received an additional inappropriate shock due to oversensing of myopotentials with decreased signal amplitudes. The system remains in service at this time. No adverse events were reported.